Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device was unable to be paired to the remote monitoring smartphone application. The patient is anticipated to be seen in clinic to test bluetooth low energy (ble) telemetry on the device, but no intervention was performed at this time. The patient was stable and will continue to be monitored.